Event description:
It was reported that balloon rupture occurred. A 20mm x 2.75mm nc quantum apex balloon catheter was advanced for post dilation. However, the balloon ruptured at 14 atmospheres to optimize the stent implant. There were no patient complications reported.

Manufacturer narrative:
Lot number updated from 0023371071 to 0023692146. Expiration date updated from 02/19/2022 to 04/24/2022. Device manufacture date updated from 02/20/2019 to 04/25/2019. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.75mm nc quantum apex balloon catheter was advanced for post dilation. However, the balloon ruptured at 14 atmospheres to optimize the stent implant. There were no patient complications reported.